Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. Although a definitive root cause cannot be identified, it¿s likely the peeling of the tissue pad occurred because the ultrasonic wave was activated with the grasping part closed (including after the tissue was cut) without grasping the tissue. The following information is included in the instructions for use (IFU): ¿do not activate output while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. When cutting or vessel sealing is performed, apply light tension on the tissue so that users can confirm that they are transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation.¿ olympus will continue to monitor the performance of this device.

Event description:
An olympus employee reported on behalf of a customer, during a therapeutic laparoscopic cholecystectomy the tissue pad was damaged when the sonicbeat was output twice. The procedure was completed using the subject device. There was no report of patient harm associated with this event.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation was confirmed. The tissue pad was worn and partially peeled off. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.